Manufacturer narrative:
Additional information: the actual device was not available; however, seven (7) photographs were provided for evaluation. The photographs were visually inspected which observed a crushed and damaged carton, a pouch protruding through a hole in the carton, the pouch appears to be damaged and open. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the package of a flexicap was open and the flexicap was damaged. This was identified upon receipt of the shipment. There was no patient injury or medical intervention associated with this event. No additional information is available.